Manufacturer narrative:
Device component code relates to device problem code for the reported event of stent broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour¿ stent was to be used in the ureter and kidney, during a ureteral stent placement procedure performed on (B)(6) 2017. According to the complainant, during preparation, when they took the device out of the package and were taking the suture off of one end, the stent broke. This device was not used in the patient. The procedure was completed with another contour¿ stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.